Event description:
In this event it was reported that a pt with several known allergies experienced an allergic reaction approx 3 hours after use of ah plus during a dental procedure. The reported symptoms were swelling of the pt's cheeks, lip and eyes; red eyes; and tingling. The pt was treated with deltacortene CPR .25mg and rupafin CPR 10mg, as a result of the reaction.

Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was evaluated and found to be within specification.